Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device requested the sensor code during a sensor session. The wearable was inserted into the arm on (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.